Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The sls at (B)(6) medical center informed my partner that they had issues with a few sutures. It was stated that the suture was detaching from the needle when it was being used in the case. This happened twice during the case. Therefore, the customer did not feel it was safe to continue using the product. The customer was not able to save the broken suture; however, they would like the box of sutures to be analyzed for safety. As stated, they do not feel safe and would prefer to send this back for a quality check and replacement. Unknown if the procedure was completed successfully. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: *in event description indicates "they had issues with a few of the ethicon 8-0 prolene sutures" also "this happened twice during the case." However, in quantity of product involved indicates 28 defect devices, could you please clarify if the other 26 reported devices present the issue in others procedures or are just samples? If these are defect pieces, please confirm information below: only two sutures broke. At the point the surgeon and staff did not want to continue using the product. The 28 is just the entire box being returned back to you for analyzes. Unfortunately, they did not save the two broken sutures. Were these cases previously reported to ethicon? N/a. Device return follow up. 1 box with 28 sutures will be returned to ethicon for testing. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Related reports: 2210968-2023-00999.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box with twenty-eight unopened samples that pertain to the product code ep8741h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.